Event description:
It was reported that the patient implanted with this pacemaker presented to the emergency department complaining of dizziness. The patient was intermittently bradycardic in the 40s. The right ventricular (rv) automatic lead threshold measurement was 1.1 volts with programmed rv output at 2.0 volts. The morphology of the rhythm noted possible ventricular loss of capture (loc) on presenting rhythm strip.